Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstruation issues"), pelvic pain ("pelvic pain") and multiple sclerosis ("multiple sclerosis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii ((19jan1992, 22jul1999)) and kidney stones (with both pregnancies. Passed stone at approximately 8/2mo with 1st pregnancy. Stone 8mo with 2nd pregnancy caused labor. Was able to get to hospital and meds to stop labor and sent home in 24 hrs.). Concurrent conditions included parity 2 ((19jan1992, 22jul1999)), menometrorrhagia since 12-mar-2009, uterine dilation and curettage (specimens: left and right fallopian tube.) Since 12-mar-2009 and laparoscopy (specimens: left and right fallopian tube.) Since 12-mar-2009. Concomitant products included botulinum toxin type a (botox) for leg spasticity and neuropathic pain and methadone and oxycocet (percocet) for pain. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced rash ("rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition, type: ibs"). In september 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to coils") and allergy to metals ("nickel allergy"). The patient was treated with surgery (uterine isolation, d&c and laparoscopy to remove the essure device on (B)(6) 2009) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2009. At the time of the report, the menstrual disorder, multiple sclerosis, vaginal haemorrhage, menorrhagia, device allergy, rash, allergy to metals, fatigue, irritable bowel syndrome and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, device allergy, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, menstrual disorder, multiple sclerosis, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Physicians were able to deploy the device such that 3 coils were appreciated emanating from the right tubal ostia. On 11dec2008, findings: essure stents - 3 coils on left tubal ostia, 3 coils on right tubal ostia, appropriate placement of essure stents. Diagnostic results: procedure used to remove your essure: operative laparoscopy, dilation and curettage, uterine isolation. On 12-mar-2009, uterine isolation done. Specimens: left and right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: she did not underwent essure confirmation test. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs was received: the event dysmenorrhea (cramping) with onset date 2008 was added. The onset date of events ibs, fatigue, multiple sclerosis, rashes were added. The reported pain was located in pelvic area, mild to severe intensity (event pain has been updated to pelvic pain) and it shortly decreased after essure removal (implying the outcome recovering; resolving). Patient underwent a salpingectomy and uterine isolation and d&c on 12-mar-2009. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstruation issues"), pelvic pain ("pelvic pain") and multiple sclerosis ("multiple sclerosis") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii (((B)(6) 1992, (B)(6) 1999)) and kidney stones (with both pregnancies. Passed stone at approximately 8/2mo with 1st pregnancy. Stone 8mo with 2nd pregnancy caused labor. Was able to get to hospital and meds to stop labor and sent home in 24 hrs.). Concurrent conditions included parity 2 (((B)(6) 1992, (B)(6) 1999)), menometrorrhagia since (B)(6) 2009, uterine dilation and curettage (specimens: left and right fallopian tube.) Since (B)(6) 2009 and laparoscopy (specimens: left and right fallopian tube.) Since (B)(6) 2009. Concomitant products included botulinum toxin type a (botox) for leg spasticity and neuropathic pain and methadone and oxycocet (percocet) for pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, 3 months 1 day after insertion of essure, the patient experienced rash ("rashes/allergic or hypersensitivity reaction type: rashes/rashes or skin condition type: rashes"). In (B)(6) 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to coils"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition, type: ibs"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (uterine isolation, d&c and laparoscopy to remove the essure device on (B)(6) 2009) and surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the menstrual disorder, multiple sclerosis, vaginal haemorrhage, menorrhagia, device allergy, rash, allergy to metals, fatigue, irritable bowel syndrome, dysmenorrhoea, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, anxiety, depression, device allergy, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, menstrual disorder, multiple sclerosis, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Physicians were able to deploy the device such that 3 coils were appreciated emanating from the right tubal ostia. On (B)(6) 2008, findings: essure stents - 3 coils on left tubal ostia, 3 coils on right tubal ostia, appropriate placement of essure stents. Diagnostic results: procedure used to remove your essure: operative laparoscopy; dilation and curettage; uterine isolation. On (B)(6) 2009, uterine isolation done. Specimens: left and right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: she did not underwent essure confirmation test. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received. Events added: psychological or psychiatric problems condition: depression and mental anguish. Event term updated: rash. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('abnormal menstruation issues') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 627744,628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii (((B)(6) 1992, (B)(6) 1999)) and kidney stones (with both pregnancies. Passed stone at approximately 8/2mo with 1st pregnancy. Stone 8mo with 2nd pregnancy caused labor. Was able to get to hospital and meds to stop labor and sent home in 24 hrs.). Procedure used to remove your essure: operative laparoscopy, dilation and curettage, and uterine isolation. On (B)(6) 2009, uterine isolation done. Specimens: left and right fallopian tube. Concurrent conditions included menometrorrhagia since (B)(6) 2009, uterine dilation and curettage (specimens: left and right fallopian tube.) Since (B)(6) 2009, laparoscopy (specimens: left and right fallopian tube.) Since (B)(6) 2009 and parity 2 (((B)(6) 1992, (B)(6) 1999)). Concomitant products included botulinum toxin type a (botox) for leg spasticity and neuropathic pain and methadone and oxycodone hydrochloride;paracetamol (percocet) for pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced dermatitis allergic ("rashes/allergic or hypersensitivity reaction type: rashes/rashes or skin condition type: rashes"). In (B)(6) 2012, the patient experienced multiple sclerosis ("multiple sclerosis"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to coils"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition, type: ibs"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (partial), salpingectomy and uterine isolation, d&c and laparoscopy to remove the essure device on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the menstrual disorder, multiple sclerosis, vaginal haemorrhage, menorrhagia, device allergy, allergy to metals, fatigue, irritable bowel syndrome, dysmenorrhoea, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, dermatitis allergic and genital haemorrhage had resolved. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, device allergy, dysmenorrhoea, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, menstrual disorder, multiple sclerosis, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Physicians were able to deploy the device such that 3 coils were appreciated emanating from the right tubal ostia. On (B)(6) 2008, findings: essure stents - 3 coils on left tubal ostia, 3 coils on right tubal ostia, appropriate placement of essure stents. Expiration date of (B)(6) 2011 00:00 this lot number 628316. Plaintiff received treatment for bleeding, allergy . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: she did not underwent essure confirmation test. Lot number:627744, manufacture date:2008/07, expiration date: 2010/07. Lot number:628316, manufacture date:2008/10, expiration date: 2011/10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('abnormal menstruation issues') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 627744,628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii (((B)(6) 1992, (B)(6) 1999)) and kidney stones (with both pregnancies. Passed stone at approximately 8/2mo with 1st pregnancy. Stone 8mo with 2nd pregnancy caused labor. Was able to get to hospital and meds to stop labor and sent home in 24 hrs.). Concurrent conditions included menometrorrhagia since (B)(6) 2009, uterine dilation and curettage (specimens: left and right fallopian tube.) Since (B)(6) 2009, laparoscopy (specimens: left and right fallopian tube.) Since (B)(6) 2009 and parity 2 (((B)(6) 1992, (B)(6) 1999)). Concomitant products included botulinum toxin type a (botox) for leg spasticity and neuropathic pain and methadone and oxycodone hydrochloride;paracetamol (percocet) for pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On(B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced dermatitis allergic ("rashes/allergic or hypersensitivity reaction type: rashes/rashes or skin condition type: rashes"). In (B)(6) 2012, the patient experienced multiple sclerosis ("multiple sclerosis"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to coils"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition, type: ibs"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (partial), salpingectomy and uterine isolation, d&c and laparoscopy to remove the essure device on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the menstrual disorder, multiple sclerosis, vaginal haemorrhage, menorrhagia, device allergy, allergy to metals, fatigue, irritable bowel syndrome, dysmenorrhoea, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, dermatitis allergic and genital haemorrhage had resolved. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, device allergy, dysmenorrhoea, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, menstrual disorder, multiple sclerosis, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Physicians were able to deploy the device such that 3 coils were appreciated emanating from the right tubal ostia. On (B)(6) 2008, findings: essure stents - 3 coils on left tubal ostia, 3 coils on right tubal ostia, appropriate placement of essure stents. Expiration date of (B)(6) 2011 00:00 this lot number 628316 diagnostic results: procedure used to remove your essure: operative laparoscopy dilation and curettage uterine isolation on (B)(6) 2009, uterine isolation done. Specimens: left and right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: she did not underwent essure confirmation test. Lot number:627744 manufacture date:2008/07 expiration date: 2010/07 lot number:628316 manufacture date:2008/10 expiration date: 2011/10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new events added- genital bleeding and post procedural complication. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('abnormal menstruation issues') and pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 627744,628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii (B)(6) 1992, (B)(6) 1999)) and kidney stones (with both pregnancies. Passed stone at approximately 8/2mo with 1st pregnancy. Stone 8mo with 2nd pregnancy caused labor. Was able to get to hospital and meds to stop labor and sent home in 24 hrs.). Procedure used to remove your essure: operative laparoscopy dilation and curettage uterine isolation. On (B)(6) 2009, uterine isolation done. Specimens: left and right fallopian tube. Concurrent conditions included menometrorrhagia since (B)(6) 2009, uterine dilation and curettage (specimens: left and right fallopian tube.) Since (B)(6) 2009, laparoscopy (specimens: left and right fallopian tube.) Since (B)(6) 2009 and parity 2 (B)(6) 1992, (B)(6) 1999)). Concomitant products included botulinum toxin type a (botox) for leg spasticity and neuropathic pain and methadone and oxycodone hydrochloride;paracetamol (percocet) for pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced dermatitis allergic ("rashes/allergic or hypersensitivity reaction type: rashes/rashes or skin condition type: rashes"). In (B)(6) 2012, the patient experienced multiple sclerosis ("multiple sclerosis"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to coils"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition, type: ibs"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (partial), salpingectomy and uterine isolation, d&c and laparoscopy to remove the essure device on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the menstrual disorder, multiple sclerosis, vaginal haemorrhage, menorrhagia, device allergy, allergy to metals, fatigue, irritable bowel syndrome, dysmenorrhoea, depression, anxiety and post procedural complication outcome was unknown and the pelvic pain, dermatitis allergic and genital haemorrhage had resolved. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, device allergy, dysmenorrhoea, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, menstrual disorder, multiple sclerosis, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Physicians were able to deploy the device such that 3 coils were appreciated emanating from the right tubal ostia. On (B)(6) 2008, findings: essure stents - 3 coils on left tubal ostia, 3 coils on right tubal ostia, appropriate placement of essure stents. Expiration date of (B)(6) 2011 00:00 this lot number 628316. Plaintiff received treatment for bleeding, allergy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: she did not underwent essure confirmation test. Lot number:627744 manufacture date:2008/07 expiration date: 2010/07. Lot number:628316 manufacture date:2008/10 expiration date: 2011/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new events added- genital bleeding and post procedural complication. On 9-jan-2020: no new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstruation issues"), pelvic pain ("pain") and multiple sclerosis ("multiple sclerosis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii (B)(6) 1999 and kidney stones (with both pregnancies. Passed stone at approximately 8/2mo with 1st pregnancy. Stone 8mo with 2nd pregnancy caused labor. Was able to get to hospital and meds to stop labor and sent home in 24 hrs.). Concurrent conditions included parity 2 (B)(6) 1999, menometrorrhagia since (B)(6) 2009, uterine dilation and curettage (specimens: left and right fallopian tube.) Since (B)(6) 2009 and laparoscopy (specimens: left and right fallopian tube.) Since (B)(6) 2009. Concomitant products included botulinum toxin type a (botox) for leg spasticity and pain and methadone and oxycocet (percocet) for pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), multiple sclerosis (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic reaction to coils"), rash ("rashes"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and irritable bowel syndrome ("ibs"). The patient was treated with surgery (laparoscopy to remove the essure device on (B)(6) 2009) and surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2009. At the time of the report, the menstrual disorder, pelvic pain, multiple sclerosis, vaginal haemorrhage, menorrhagia, hypersensitivity, rash, allergy to metals, fatigue and irritable bowel syndrome outcome was unknown. The reporter considered allergy to metals, fatigue, hypersensitivity, irritable bowel syndrome, menorrhagia, menstrual disorder, multiple sclerosis, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Physicians were able to deploy the device such that 3 coils were appreciated emanating from the right tubal ostia. On (B)(6) 2008, findings: essure stents - 3 coils on left tubal ostia, 3 coils on right tubal ostia, appropriate placement of essure stents. Diagnostic results: procedure used to remove your essure: operative laparoscopy, dilation and curettage and uterine isolation. On (B)(6) 2009, uterine isolation done. Specimens: left and right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: she did not underwent essure confirmation test. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Patient¿s details, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), allergic reaction to coils, multiple sclerosis, rashes, nickel allergy, pain, fatigue, ibs and she did not undergo essure confirmation test were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstruation issues") in a female patient who received essure for female sterilization. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopy to remove the essure device on (B)(6) 2009). Essure was withdrawn. At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder to be related to essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had physical abnormal menstruation issues. Plaintiff underwent a laparoscopy to remove the essure device three months after essure insertion. The event, understood as menstrual disorder, is anticipated in essure's reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required and in a conservative approach, a causal relationship between the event and essure can formally not be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("abnormal menstruation issues"), pelvic pain ("pelvic pain") and multiple sclerosis ("multiple sclerosis") in a 35-year-old female patient who had essure (batch no. 627744,628316) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii (((B)(6) 1992, (B)(6) 1999)) and kidney stones (with both pregnancies. Passed stone at approximately 8/2mo with 1st pregnancy. Stone 8mo with 2nd pregnancy caused labor. Was able to get to hospital and meds to stop labor and sent home in 24 hrs.). Concurrent conditions included parity 2 (((B)(6) 1992, (B)(6) 1999)), menometrorrhagia since (B)(6) 2009, uterine dilation and curettage (specimens: left and right fallopian tube.) Since (B)(6) 2009 and laparoscopy (specimens: left and right fallopian tube.) Since (B)(6) 2009. Concomitant products included botulinum toxin type a (botox) for leg spasticity and neuropathic pain and methadone and oxycodone hydrochloride;paracetamol (percocet) for pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2009, the patient experienced dermatitis allergic ("rashes/allergic or hypersensitivity reaction type: rashes/rashes or skin condition type: rashes"). In september 2012, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), device allergy ("allergic reaction to coils"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition, type: ibs") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (partial), salpingectomy and uterine isolation, d&c and laparoscopy to remove the essure device on (B)(6) 2009). Essure was removed on (B)(6)2009. At the time of the report, the menstrual disorder, multiple sclerosis, vaginal haemorrhage, menorrhagia, device allergy, dermatitis allergic, allergy to metals, fatigue, irritable bowel syndrome, dysmenorrhoea, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered allergy to metals, anxiety, depression, dermatitis allergic, device allergy, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, menstrual disorder, multiple sclerosis, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not undergo essure confirmation test. Physicians were able to deploy the device such that 3 coils were appreciated emanating from the right tubal ostia. On (B)(6) 2008, findings: essure stents 3 coils on left tubal ostia, 3 coils on right tubal ostia, appropriate placement of essure stents. Expiration date of ??-oct-2011 00:00 this lot number 628316. Diagnostic results: procedure used to remove your essure: operative laparoscopy. Dilation and curettage. Uterine isolation. On (B)(6) 2009, uterine isolation done. Specimens: left and right fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: she did not underwent essure confirmation test. Lot number:627744; manufacture date:2008/07; expiration date: 2010/07. Lot number:628316; manufacture date:2008/10; expiration date: 2011/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore, no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)) . Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had physical abnormal menstruation issues. Plaintiff underwent a laparoscopy to remove the essure device three months after essure insertion. The event, understood as menstrual disorder, is anticipated in essure's reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required and in a conservative approach, a causal relationship between the event and essure can formally not be excluded. This case was regarded as incident as a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.